Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. Additional information was requested, the following was obtained: please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? =>unk. What was the texture?=>unk. Are there any photos of the foreign matter available?=>yes ,have. Please confirm the correct lot number (104t2z, 102g7j, 107zm2 or 108p3g). =>unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. One empty labeled winding former and one dispensed needle suture combination were received for analysis. Product code pdp316. Upon visual analysis of the returned sample revealed that the surface of the needle has excess silicone in the middle of the body. Five photos were provided showing one needle suture combination with a foreign matter at the middle of the needle that appears to be silicone and one empty labeled winding former that pertains to product code pdp316. Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/24/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Unk what was the texture? Unk are there any photos of the foreign matter available? Yes, have. Please confirm the correct lot number (104t2z, 102g7j, 107zm2 or 108p3g). Unk please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). The following information was reported: when we send the sample to you, we will let you know its return date and tracking number. Lot number - 104t2z, 102g7j, 107zm2 or 108p3g - unknown if which is the correct lot number. The quantity that it¿s one of 4 lot numbers. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 104t2z, 102g7j, 107zm2, 108p3g a manufacturing record evaluation was performed for the finished device 108p3g / pdp316h batch number, and no non-conformances were identified. Expiration date: apr/30/2030 date of mfg.: may/27/2025 a manufacturing record evaluation was performed for the finished device 107zm2 / pdp316h batch number, and no non-conformances were identified. Expiration date: mar/31/2030 date of mfg.: apr/23/2025 a manufacturing record evaluation was performed for the finished device 102g7j / pdp316h batch number, and no non-conformances were identified. Expiration date: jun/30/2029 date of mfg.: jul/30/2024. A manufacturing record evaluation was performed for the finished device 104t2z / pdp316h batch number, and non-conformances no related to the reported complaint condition were identified. Expiration date: oct/31/2029 date of mfg.: nov/19/2024. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown surgery, when opening the package before use, the operating room nurse found that a foreign matter was attached around the middle of the needle. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.